Manufacturer narrative:
Copy of zaky, ahmed, et al. (2023). Economic evaluation of anesthesiology-led cardiac implantable electronic device service. Healthcare 2023, 11, 1864. Https://doi.org/10.3390/healthcare11131864.

Event description:
It was reported per article of interest literature review that this was a single-center retrospective cohort study conducted at a tertiary care academic center to evaluate the cost savings of an anesthesiology-led cardiac implantable electronic device (cied) service. A total of 830 patients presented in the pre-implementation period from 1 march 2016 to 31 december 2017, and 1981 patients presented in the post-implementation period from 1 january 2018 to 31 october 2021. An anesthesiology-led cied service resulted in substantial cost savings, increased or efficiency and patient safety. During the implementation period, 13 device malfunctions were exclusively discovered by the anesthesiology-led cied service team. Subcutaneous implantable cardioverter defibrillator (s-ICD) malfunctions included: far-field oversensing which resulted in frequent inappropriate shocks preoperatively in the intensive care unit, resolved by reprogramming an increased rate range for ventricular tachycardia (vt); improper application of a magnet which resulted in frequent shocks during mitral valve replacement (mvr) with coronary artery bypass surgery (CABG), resolved by deactivating anti-tachy therapy; and inadvertent breakage of the electrode during an open mitral valve replacement (mvr) procedure, resolved by implantation of a transvenous implantable cardioverter defibrillator (ICD). Lastly, one boston scientific pacemaker was found to be in elective replacement indicator (eri), eliciting a generator change. No additional adverse patient effects were reported.